Manufacturer narrative:
Insulin pump was received with totally destroyed pump. (B)(4)..

Event description:
Information received by medtronic indicated that the insulin pump was drop accidentally and insulin pump was completely broken. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.